Event description:
The customer describes the quality problem indicating that as of 6 lpm of oxygen flow the connector on the debiliters (machine) do not hold and the nasal oxygen cannulas disconnects themselves. Item and lot numbers reported are: 40211010-batch 04-15,40211610-batch04-19 & 40211050-batch 04-15